Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) for spinal pain. Manufacturer representative reported a battery replacement. It was unknown if a physician mode recharge (pmr) or recovery of an overdischarged ins was performed. The information was reportedly uncollectable. It was reported that the replacement took place on (B)(6) 2017. Impedances were reportedly ¿fine.¿ it was noted that it sounded like the ins replacement was due to normal end of life (eol). No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.